Event description:
It was reported that on (B)(6) 2026, a 30mm ring - rigid saddle was chosen for a mitral valve repair procedure. On post operative echocardiogram (echo) showed distorted annulus with moderate regurgitation. Hence ring was explanted & again the valve was repaired with sutures.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.